Event description:
It was reported that a remote monitoring transmission from the device had a dual electrogram (egm) present on the egm. So it was not possible to determine anything with the egms and there were only markers. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.